Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. At the time of the report, there was no known impact to the patient. Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
H3:evaluation determined that the bearings detached. The likely cause of failure could not be determined. It was also noted that the distal the tube is sharp. The tube doesn't extend/retract smoothly. Laser markings are partially illegible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.